Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/chronic') and genital haemorrhage ('gen. Abnormal. Bleed') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included ectopic pregnancy on (B)(6) 2013, salpingectomy on (B)(6) 2013, adenomyosis on (B)(6) 2013, paratubal cyst, postmenopausal bleeding, dysfunctional uterine bleeding, uterine leiomyoma and nabothian cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/lower back pain"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("anemia/blood or heart disorder/condition type: anemia"). In (B)(6) 2016, the patient experienced vision blurred ("vision problems/vision/eye problems type: blurry,"). In (B)(6) 2019, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection/infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with iron and surgery (robot- assisted total laparoscopic hysterectomy, bilateral oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, vision blurred, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain- chronic/pelvic, dysmenorrhea, dyspareunia, abdominal, back, menorrhagia, metorhagia, anemia, gen. Abnormal. Bleed. Insertion date: (B)(6) 2015 ( discrepancy notated as per pfs), (B)(6) 2015 ( as per mr) trailing coils: right insertion not done (due to previous right salpingectomy) left coils: 3 the right is not visualized but patient's right-sided fallopian tube was apparently previously removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on an unknown date: linear echogenicity compatible with the left-sided essure device is seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic/ chronic') and genital haemorrhage ('gen. Abnormal. Bleed') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included ectopic pregnancy on (B)(6) 2013, salpingectomy on (B)(6) 2013, adenomyosis on (B)(6) 2013, paratubal cyst, postmenopausal bleeding, dysfunctional uterine bleeding, uterine leiomyoma and nabothian cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain/ lower back pain"). In (B)(6) 2016, the patient experienced iron deficiency anaemia ("anemia/ blood or heart disorder/ condition type: anemia"). In (B)(6) 2016, the patient experienced vision blurred ("vision problems/ vision/ eye problems type: blurry,"). In (B)(6) 2019, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), intermenstrual bleeding ("menorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal infection ("vaginal infection/ infection (bladder/ urinary tract/ vaginal) type: vaginal"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/ fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with iron and surgery (robot- assisted total laparoscopic hysterectomy, bilateral oophorectomy, left salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, psychological trauma, bladder disorder, vaginal infection, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, nausea, vision blurred, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain- chronic/ pelvic, dysmenorrhea, dyspareunia, abdominal, back, menorrhagia, mastorrhagia, anemia, gen. Abnormal. Bleed. Insertion date: (B)(6) 2015 ( discrepancy notated as per pfs), (B)(6) 2015 ( as per mr). Trailing coils: right insertion not done (due to previous right salpingectomy) left coils: 3, the right is not visualized but patient's right-sided fallopian tube was apparently previously removed. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2015: negative. Ultrasound pelvis - on an unknown date: linear echogenicity compatible with the left-sided essure device is seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information, medical history, lab data, device removal details added. Action taken with drug, rcc updated. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.